Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that within three days of being implanted with the icm, their incision was very painful and they felt like it was coming out. It was further noted that glue adhesive was used on the incision and the patient is very active. The icm remains in use. No further patient complications have been reported as a result of this event.